Event description:
A complaint was received reporting the error message, "replace sensor", when scanning the adc device. As a result, the customer had a loss of consciousness; however, there was no report of third party medical treatment provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
None- test account only, no incident, customer, or device impacted.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this report serves as a correction report. There was no actual incident or user account associated with MDR 2954323-2022-14740. The complaint, user account, and medical event were incorrectly entered during training of customer service agents. The account/incident should have been entered into the testing/training environment during customer service agent training, however it was erroneously entered in the production environment of the complaint handling system. This incident was forwarded to the medical events group for processing as a regular complaint. There here was no indication in the complaint handing system that these were entered into the production environment in error, and was therefore processed as a regular complaint and submitted as a vigilance report according to established processes and procedures. Please disregard all reports associated with MDR 2954323-2022-14740.